Manufacturer narrative:
Block h6: device code a0414 captures the reportable investigation results of sheath torn on the distal end. Block h11: investigation results the returned 11mm gemini basket was analyzed, and a visual evaluation noted that the handle returned in good condition. It was also noted that the basket returned in open position. Microscopic examination was performed under magnification, and it was possible to notice a tear in the sheath which results the basket to exit the sheath before reaching the tip. Functional examination was performed with the handle actuated and the basket opened and close smoothly; however, the tear in the sheath was interfering the functionality of the device. With all the available information, boston scientific concludes that the reported event of was confirmed. Based on the investigation results, this could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could lead to tear and through this tear in the sheath, the reported device malfunction may have occurred. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a 11mm gemini basket device was used during a transurethral bladder lithotripsy procedure. During the procedure, the basket could not open and close properly. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed a tear at the distal end of the sheath, which causes the basket to exit the sheath before reaching the tip.